Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came the clinic because they experienced near-syncope. It was noted that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.